Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several months ago patient had infection of unknown origin. After several courses of antibiotic therapy patient was admitted to hospital with sepsis. It was unable to determine source of infection. Pocket was reported as clean. The decision was made to explant the device. The device and leads were sent to the lab and no growth were observed on any of the products.